Event description:
It was reported that the bearing surface cracked.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was returned for analysis. The investigation can't confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.